Event description:
This lv lead was implanted on (B)(6) 2018 and remains implanted at this time. A call was placed to technical services on (B)(6) 2018 stating that this lead was pulled back into the ra. Patient is in an atrial tachy response ( atr) and lv was pacing in the atrium. The following physician was dr. (B)(6) at (B)(6) cardiology in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).